Event description:
During a routine follow-up for a reply dr device on (B)(6) 2016, the operator opened aida screen after checking data on the overview screen. Device memories (aida) reading was long, so that the user performed some tests instead of waiting the reading completion. Following the tests, aida screen was opened again. As reading from aida had already been completed, the user opened the ¿pm¿ tab but no data were displayed on the ¿pm¿ tab (however, data were displayed in ¿summary¿ and ¿arrhythmias¿ tabs). It should be noted that the recorded patient file was checked using the subject programmer after the follow-up, the issue was not reproduced and the data on the ¿pm¿ tab was displayed normally. An explanation is required.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
During a routine follow-up for a reply dr device on september 07, 2016, the operator opened aida screen after checking data on the overview screen. Device memories (aida) reading was long, so that the user performed some tests instead of waiting the reading completion. Following the tests, aida screen was opened again. As reading from aida had already been completed, the user opened the ¿pm¿ tab but no data were displayed on the ¿pm¿ tab (however, data were displayed in ¿summary¿ and ¿arrhythmias¿ tabs). . It should be noted that the recorded patient file was checked using the subject programmer after the follow-up, the issue was not reproduced and the data on the ¿pm¿ tab was displayed normally. An explanation is required.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior was due to a transient programmer software error which root cause is unknown. The issue could not be reproducible.

Event description:
During a routine follow-up for a reply dr device on (B)(6) 2016, the operator opened aida screen after checking data on the overview screen. Device memories (aida) reading was long, so that the user performed some tests instead of waiting the reading completion. Following the tests, aida screen was opened again. As reading from aida had already been completed, the user opened the "pm" tab but no data were displayed on the "pm" tab (however, data were displayed in "summary" and "arrhythmias" tabs). It should be noted that the recorded patient file was checked using the subject programmer after the follow-up, the issue was not reproduced and the data on the "pm" tab was displayed normally. An explanation is required.